Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 20dec2018. MFR report #2031642-2018-02780 is a duplicate of an event previously reported under MFR report #2031642-2018-02479. Any additional information will be submitted under the initially reported MFR#2031642-2018-02479.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/12/2018. (B)(4). Philip's international service technician confirmed the reported temperature issue. Philip's international service technician replaced the motor controller (mc) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported an error code 1122 (blower temperature high) found in the device logs. There was no patient involvement.